Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. A small fragment part of the tap is visible inside the implant. It does rather show a fracture due to canting/bending, than any material deficiencies.

Event description:
It was reported that a rescue attempt was made to remove a broken abutment using an ankylos tap. The tap broke and the implant had to be removed.